Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of diverticulitis and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis. On an unreported date, the patient experienced diverticulitis, which caused peritonitis. Treatment was not reported. It was not reported if the patient was hospitalized due to the diverticulitis. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event of peritonitis. The outcome for the event of diverticulitis was not reported. On an unreported date, dianeal therapy was withdrawn for an unreported indication. Concomitant medications were not reported. The reporter did not provide an opinion of causality. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd886804, gd886036, and gd885293 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.